Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer and reservoir tube o ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap reservoir will not lock properly due to missing retainer.

Event description:
Information received by medtronic indicated that the retainer ring had crack and loose. The customer stated that the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.